Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that the shaft damage occurred. The 90% stenosed target lesion was located in the mildly calcified and moderately tortuous mid right coronary artery (rca). While performing a percutaneous coronary intervention, a non-bsc device was advanced but was unable to cross the lesion. The guidezilla was utilized with the non-bsc device for under 5 minutes, however the device was unable to cross the collar of the guidezilla. The physician manipulated an unspecified guidewire without resolution of the issue. Upon removal of the guidezilla, it was noted that there was no resistance and the collar was damaged, not detached. The procedure was completed with another of the same device and there were no patient complications reported. The patient status is good. However, device analysis revealed a shaft break.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of guidezilla guide extension catheter that was partially separated at the collar. Microscopic and tactile examination presented no damage to the distal shaft. The inner diameter (ID) of the guidezilla was measured at the distal tip using a calibrated pin gauge set and was within specification. A .057¿ tooling qualified mandrel was inserted through the tip with no resistance. Microscopic examination revealed a partial separation at the collar/proximal shaft bond. During lab analysis, the device became fully separated. Microscopic examination presented no damage or irregularities to the ptfe, collar or tip. The catheter that was used in the procedure was not returned for analysis. Functional testing was not performed due to the separation of the collar/shaft of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).